Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high tg (triglyceride) results that were generated by the synchron cx5 delta chemistry analyzer. Although the erroneous high tg results were reported out of the laboratory, they were detected by the lab tech and corrected before an md reviewed the results. Patient treatment was not impacted from this event.

Manufacturer narrative:
A field service engineer was dispatched and replaced several different hardware components: cx4 compressor, 3 way valve, reagent probe, sample probe, and vacuum switch. A clear root cause has yet to be identified, however, tg problems have subsided since the hardware replacements.